Event description:
It was reported that the generator displayed error message 218: faulty delivery device, replacement is required. The procedure had to be cancelled. The patient was already sedated. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. Based on analysis the reported event was confirmed as the error code 218 (faulty delivery device, replacement is required) was noted in the generator error log. Replacing the internal delivery device cable resolved the issue which led to the procedure being aborted. The generator received all required updates and plastic enclosure upgrades. It passed full functional and electrical safety testing. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that the generator displayed error message 218: faulty delivery device, replacement is required. The procedure had to be cancelled. The patient was already sedated. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.